Event description:
It was reported, that this lead implanted in 2007. Had a drop in impedance since the end of (B)(6) 2019 to less than 200 ohms. And the physician was questioning loss of capture. Review found, that the patient was not dependent, but found oversensing that was not greater than two seconds. It appears, that there was capture when in biv pacing. However biv trigger was only on for atr mode switch. Discussed getting an x-ray to review the lead or just monitor until the device needed to be changed out. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).